Event description:
It was reported that during a da vinci pulmonary lobectomy procedure, the black coating at the distal end is peeling off on a thoracic grasper instrument. There were no missing pieces or fallen pieces reported. The planned surgical procedure was completed and no patient harm, adverse outcome, or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis found black tube insulation was damaged at the distal end. Insulation was gouged on one side and had a .0425 x .0855 piece missing. No other damage was found. The customer reported complaint does not itself constitute a MDR reportable event; however; the reported malfunction if to recur could cause or contribute to an adverse event.